Event description:
Report of high impedance and oversensing detected at normal device changeout. No anomalies prior to replacement. The lead was explanted. No patient complications have been reported as a result of this event.